Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as MDR ID# 2184052-2014-00087. It was reported that difficulty placing the implant occurred. The pt underwent a two level, l4-s1 tlif procedure. After placing the pedicle screws and preparing the disc space, the surgeon attempted to place a 11x11x25 traxis vue interbody device at the l4-l5 level. The surgeon reports loosening of the implant on the inserter. The implant missed the disc space laterally and went into the psoas muscle. The implant was removed with a koker and the area cauterized. Another of the same size traxis vue was attempted at l5-s1. The surgeon reports this was not seating well on the inserter and was loosening during insertion. The surgeon did not like the placement in the disc space and removed it. The case was completed at both levels with two ardis implants and sequoia instruction. It was later reported that the pt developed "foot drop" immediately following this surgery. Additional info is not known at this time.